Manufacturer narrative:
B4 date of event corrected. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-01105. It was reported that following an unrelated surgical procedure patient experienced ineffective therapy, bot leads had high impedances. Patients x-rays show leads were cut. As a result, surgical intervention may be undertaken to address the issue.